Manufacturer narrative:
Updated fields: b4, d4 (model, catalog, UDI), d9, g3, g4 ,g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. (Additional contact info: (B)(6)). A getinge field service engineer (fse) was dispatched to evaluate the unit, and during the evaluation, fse confirmed that there was a printing issue upon initial inspection. Fse had found the printer paper to be improperly aligned with the printer. Then, the fse properly "aligned" the printer paper. After that, the unit prints waveforms normally. Even the rs 232 external connection port had been tested and found to function normally. The unit had passed all the tests and calibrations to manufacturer standards and was released for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) had a wave form issue. The unit was printing only very short (1 second) clips of the waveforms and not dossing to their patient information server. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).